Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Additionally, it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Cloud - locked down/smartphone. Data not available cloud - omnipod 5 software app version. Data not available cloud - smartphone operating system. Data not available cloud - smartphone hardware. Data not available cloud - cgm sensor type. Data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pink slide did not move forward; this indicates a needle mechanism failure. The patient reported being unsure if the cannula was properly seated in the infusion site. The pod was worn for less than an hour. No impact to the patient's blood glucose level was noted. Details regarding treatment were not reported.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed no alarms, timeouts, or drive stalls occurred that would indicate an issue or failure to deliver insulin. Inspection of the needle mechanism assembly, hard cannula, environmental seal, and bottom housing found no damages or deficiencies that would contribute to an improper insertion or a needle mechanism failure. Though no issues were observed, it could not be determined when the needle mechanism deployed. The exact causes of the reported needle mechanism failure and unsure properly inserted events could not be determined.